Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2012. The cause of death was uncontrolled diabetes, low blood glucose, kidney failure, heart problems, and pulmonary hypertension. The caller stated that a foot infection lead to the customer's death. The customer had insulin resistance. The customer's blood glucose at the time of death was between 32 mg/dl and 35 mg/dl. The customer's last recorded blood glucose value was on (B)(6) 2012. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death. The caller stated that the insulin pump helped the customer to keep the blood glucose under control. The caller did not have the insulin pump, therefore, no device will be returned for analysis. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.